Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) found a blown fuse on the power supply board. The fsr ordered a replacement power supply board and installed the new power supply board, performed preventive maintenance (pm) and post-repair acceptance testing. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00994. Initially the field service representative (fsr) could not duplicate shutdown, but did receive a error "e0a" on right-hand channel (refer to MDR #1828100-2015-00994). Upon restarting device after replacing part, the fsr was able to replicate issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit shut down by itself. No other details regarding the nature of this event were provided.